Event description:
It was reported that bd alaris¿ smartsite extension set was clogged. The following information was provided by the initial reporter: "it was reported by the customer that they are unable to aspirate or flush through the needle-free valve."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20119629, d.4. Medical device expiration date: 11/23/2023, and h.4. Device manufacture date: 11/23/2020. H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are unable to aspirate or flush through the needle-free valve could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20059e lot number 20119629 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 13th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119629 regarding item #20059e.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite extension set was clogged. The following information was provided by the initial reporter: " it was reported by the customer that they are unable to aspirate or flush through the needle-free valve. "